Event description:
It was reported that during a lap ventral hernia procedure, the tip broke off into the patient. The piece was retrieved. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.